Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle "procotyl® z", pha05008, lot: u0579522. Insert ceramique 18° 28/48g, pha02058, lot: t10131902.